Event description:
It was reported that a pt who presented in clinic for a f/u after receiving the pt notifier with multiple instances of nsln episode. The device was recorded nonsustained lead noise episodes which appear to be true lead noise. Increase in pacing and high voltage lead impedances are also presenting. Lead remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.